Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 22 months post valve implant, the patient was admitted to the hospital with congestive heart failure (chf). The electrocardiogram (ECG) showed a prolonged qrs and echocardiogram noted an ejection fraction of 27%. Medical treatment was initiated. 5 weeks later, a bi-ventricular implantable cardioverter defibrillator (ICD) was implanted with no adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.